Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, deviation of the reprocessing method from the instruction manual caused the foreign material to have remained on the distal end, prior to the device being returned. Information on reprocessing: it was reported that the product was not cleaned, disinfected, or sterilized before sending to olympus. The subject events can be detected and prevented by implementing in accordance with the below instructions for use (IFU). Instructions for bf type 60 series, operation manual chapter 3 ¿preparation and inspection¿ instructions for bf-type 60 series, reprocessing manual chapter 3 ¿cleaning, disinfection and sterilization procedures¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a pinhole on the bending section cover. In addition to foreign material coming out of the channel tube, additional findings were as follows: adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to breakage of image guide bundle, the image was no displayed (it may return to normal at times); and universal cord had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6).

Event description:
The customer reported to olympus that the oes bronchofiberscope had air/water leakages. There was no patient harm associated with the event. The device was evaluated, and it was found that the channel tube had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.